Event description:
It was reported that prior to a surgical procedure at the user facility, a black hair was found inside the package of the hood. A back-up product was used to perform the procedure. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Failure analysis is in progress; add'l info will be submitted once the quality investigation is completed.